Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl, 200 mg/dl and 544 mg/dl. The customer was treated with bolus. The customer had symptoms such as extremely itchy and also reported that the after inserting the first sensor remove as they had rash. The customer declined troubleshooting for high blood glucose. The customer was advised to contact health care professional to report infection and check blood glucose frequently. The customer was advised to request health care professional observe site prep technique. The insulin pump will not be returned for analysis.